Event description:
Boston scientific provided the following information: patient came into ER with dizziness. Loss of capture noted on consult and telemetry, possibly due to fracture. Lead was capped and a new rv lead placed.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.